Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart occurred. The customer was advised to perform the rewind process and normal bolus into the air. The customer was advised to perform a normal self-test. The self-test passed. The customer stated that he suspended the pump to shower. The customer stated that the screen went blank and the buttons did not respond but the tone was constant. The customer was not able to troubleshoot as the buttons on the pump were unresponsive.